Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, the screw was damaged around the threads, and the tip was cracked and returned attached to the device. Also, the eyelet and suture were returned attached to the swivelock. Functional testing between the driver and outer sleeve found that the two devices rotate smoothly. The most likely cause can be attributed to prying/leveraging the screw during insertion.

Event description:
It was reported that during a atfl repair surgery with internal brace, after tapping the talus with the 4.74mm tap, the surgeon attempted to advance the suture loaded 4.75mm swivelock bio-composite screw into the talus. The screw did not advance and caused the green plastic sheath to wrap over the top of the screw. A separate ar-2324bcc was opened to complete the surgery. Upon inspection of the faulty anchor post-op, they were still unable to move the screw from the driver tip. There was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.